Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode delivered inappropriate shocks to the patient due to oversensing and a change in the patient's morphology. It was later reported that this electrode was associated with a system infection. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.